Event description:
It was reported that a solution administration set had an incorrectly assembled roller clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.